Event description:
It was reported the patient received the following results within 15 minutes: 181 mg/dl, 184 mg/dl, 185 mg/dl and 186 mg/dl, tested with the patient's accu-chek guide meter, and 89 mg/dl tested with an unknown meter in the hospital and 98 mg/dl provided by the patient's dexcom sensor.